Event description:
Caller reported that a pump malfunction occurred, specifically noting malfunction code 15. It is unknown whether there was any impact on the customer¿s blood glucose level, as the information was not provided. Technical support provided instructions on how to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was advised they could continue using the pump. They were also instructed to call back if the issue reoccurred, to which the caller acknowledged and agreed.